Manufacturer narrative:
The customer questioned the meter¿s bolus advice on (B)(6) 2015. The ciru downloaded the meter¿s internal memory contents. Additional failure analysis revealed that due to the fact that the meter was returned much later than the date of the alleged event, the data from the alleged event could not be identified in meter memory. Therefore, no statement on the accuracy of bolus advice on the alleged date can be made. The meter did perform acceptably during performance testing and meter was functioning as designed.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer entered 30 grams of carbs for a bolus calculation and the device did not offer any bolus advice. No adverse event reported. Requested return of the alleged device and replacement was sent.